Event description:
It was reported that the 9900 system locks up and appears to continue to fluoro after the button was released. No pt injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported taking "humulin" based on result of 508 mg/dl obtained on the compact plus system. 2.5 hours later customer reported low blood glucose symptoms with result of 227 mg/dl obtained on the compact plus system; her husband treated her with a peanut butter and jelly sandwich. Low blood glucose symptoms improved 2 minutes later. 12 minutes later customer tested 90 mg/dl. Customer was using expired test strips. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.